Event description:
Handpiece used and md claimed handpiece emitted pulse of air into chamber and causing damage to iris. Pt referred to retinal specialist. Co rep checked equipment and found no problems with equipment. Functioning to specs.